Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable results for ise indirect na, k, cl gen.2 ise indirect na+, k+, cl¿ for gen.2 for an unknown number of patient samples. After the morning run on (B)(6) 2016, the customer said their ise results "dropped out." Late that night the ER physician questioned results. The customer reran quality controls (qc) and found they had "bottomed out" for all ises. The ER physician asked them to rerun all samples with a na+ of less than or equal to 130 mmol/l. The customer ended up correctly results on 10 samples. They provided two examples: sample 1 had an initial na+ of 126 with a repeat of 139 mmol/l. Sample 2 (male with date of birth (B)(6) 1961) had an initial na+ of 128 with a repeat of 140 mmol/l. The customer was not aware of any adverse events. The na+ electrode lot number and expiration date were requested but not provided. The field service representative checked the analyzer and changed the pinch tubing and diluent reagent. The customer had changed the internal standard and reference solutions. He ran performance testing, which was ok. The customer ran calibration and qc; all results were within acceptable ranges.

Manufacturer narrative:
The investigation was not able to identify a specific root cause with the information available. Additional information was requested but not provided. The investigation noted the calibrators used at 5:40 am were the same calibrators used at 8:30 am, and they had been uncovered during that period. Concentration of the calibrators due to evaporation would cause lower test results. Since the customer was unable to provide calibration monitors it is unknown if this actually occurred. Additionally, the customer only ran controls after the first calibration. Controls should be run after every calibration.